Manufacturer narrative:
We received the catheter with sliding clamp, an additional extension line and a needle-free connector (not a vygon germany product) as faulty sample. The attempt to flush the catheter with water was successful and no leakage could be detected. Microscopic examination of the junction between the catheter tube and wing revealed no defects. Therefore, the cause of this leakage complaint is unclear and cannot be confirmed. In general, there are various events that can lead to a leaking catheter: 1. Tensile force which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change 3. Alcohol-based disinfectant - concerning this, in the IFU it is stated: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it" and "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. The customer reported using an alcohol-based disinfectant, which can contribute to catheter damage, and noted that the catheter was used for 33 days, exceeding the intended use limit (indicated for use up to 29 days) outlined in the IFU and the recommended usage period. Furthermore, there is a warning in the IFU: do not overstretch the catheter as it may rupture, causing a catheter embolism. A review of the component batch history records; no deviations were found. The batch complied with their specifications and was released accordingly. Each catheter is flow and leak tested during production as part of quality control process. Corrective action: based on the investigation, no leaks or damage were observed in the catheter, and the returned sample showed no defects. Therefore, we cannot confirm this reported issue and will not be taking any corrective action at this time. Additionally, the catheter was used for 33 days, which exceeds the intended use limit of 29 days as specified in the IFU. We recommend following the intended use as outlined in the product IFU.

Event description:
PICC found leaking at hub of wings. Defective PICC d/c'd. New PICC placement required immediately.

Event description:
PICC found leaking at hub of wings defective PICC d/c'd. New PICC placement required immediately.

Manufacturer narrative:
The malfunctioning device was returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.